Manufacturer narrative:
(B)(6). This report is being filed on an international product; laser correction system, model catalys-I, that has a similar product, catalys-u which is distributed in the united states under 510(k) # k121091. Manufacturing year 2016. Field service specialist visited account and performed full check of system. Increased the laser head amplifier current due to a power drop from the laser head. Inspected blue and black fibers - found ok. Checked and performed minor adjustment of laser beam alignment. Performed new power calibration. Adjusted offset and performed new oct adjustment. Final test, daily alignment verifications and mock treatments on plastic eye and found system working per jnj specs. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient had a broken capsular bag during phaco/irrigation-aspiration treatment.

Manufacturer narrative:
Device evaluation: a review of the records related to this equipment shows no failure detected. A document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.